Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor via a manufacturer representative regarding an endoscope used for spinal therapy. Pre-op erative diagnosis was lumbar disc herniation. The procedure performed was med. It was reported that intra-operatively, it was cloudy on the monitor while using the reported product, product was replaced, and the procedure was performed without any problems. There were no patient symptoms or complications as a result of this event. There was no treatment or additional surgery performed as a result of this event. The product had entered the surgical field once. There was no delay in the overall procedure.